Event description:
The x150 s/n: (B)(6) system shutdowns by itself intermittently according to customer information. During the visit and tests at customer site the system worked fine, although the system failed in the diagnostic tests.

Manufacturer narrative:
Service diagnostic fails.